Event description:
It was reported the right ventricular lead superior vena cava coil impedance measurement was high. The impedance increased suddenly after the implantable cardioverter defibrillator was replaced. The physician believes the set screw may be loose. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314trg implantable cardioverter defibrillator (ICD), (B)(6) 2012; 5076 implantable pacing lead, (B)(6) 2003. (B)(4).